Event description:
Rptr started having pain in left arm and hand about 2 years ago. Rptr did not feel like the breast implants were looking right and sought medical help from a plastic surgeon who sent pt for an MRI and it was noted on MRI that both implants were hard and ruptured. Due to rupture, rptr had to have both implants explanted. About five to six weeks ago, rptr felt breast implants moving into the arm pits, with a searing, burning feeling. Rptr has been awakened in the middle of the night by a burning sensation in the scalp. For the last two years rptr has also had burning diarrhea.